Event description:
Two and a half years ago, the pt was in ICU. The medication in the pump was not right; morphine sulfate not intrathecal baclofen. The pt experienced withdrawals ("rigid/horrible"). Additional info has been requested, a follow-up report will be sent if additional info becomes available.